Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator. It was reported that there was a fractured lead. It was the patient¿s cervical lead and one of the 977a75 models. The rep did not have the serial number for the lead and could not find the patient in the manufacturer¿s registration. The physicians obtained x-rays. Impedance on every electrode on both leads was greater than 10,000 ohms. The patient did get some relief from the cervical lead; however, not the same as when first implanted. It was confirmed that the patient did not receive any therapy from his thoracic lead and that the relief from the cervical lead was minimal. The patient did not have insurance as of (B)(6) 2017 and inquired about the warranty on leads. The rep passed this information on to the physician and patient. It was noted that the patient worked construction 90 days after implant and that he worked with doors. The patient was at work when the device stopped working. The issue was not resolved as of (B)(6) 2017, but the patient was alive with no injury. No surgical intervention occurred or was planned, but there was a conflicting report that the lead would be replaced in the future by the manufacturer¿s product. The issue occurred during normal use.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's device was not dead, however, one of the leads had electrodes at greater than 10 ,000 on all the electrodes on that lead. The other lead gave stimulation. It was reported that the patient does not have any insurance and it would be 3 months before they have the implantable neurostimulator (ins) to be able to get a revision done. Clarified that it was the thoracic lead that was not working and the cervical lead works a little, however, the patient doesn't get much pain relief from the cervical lead. The battery was not in overdischarge. Once they met with the patient, they could not turn on the stimulator but it had not reached the overdischarge state so they were sent home to charge. Later that day, after the patient had charged for a while, the manufacturer representative was able to turn it on.